Event description:
During a procedure (rf ablatioin of lung & liver tumors), the patient experienced a skin burn underneath the dispersive electrode on the left thigh. The skin burn required a skin graft.